Manufacturer narrative:
On 10/09/2014, a certified letter was sent to the customer requesting that the pump be returned for eval. The product has not been returned to ameda, inc. At this time. Of the purely yours lot # 15114, no other complaints related to shock have been received.

Event description:
On (B)(6) 2014, the customer contacted ameda via phone call stating that she received an electrical shock when she disconnected the a/c adapter from the wall outlet. She stated no injury occurred.